Event description:
The patient expired when a biopsy needle was inserted into the chest. The biopsy was done using the cct mode on the CT scanner.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. This complaint reported a death while a patient was on a philips healthcare CT scanner. As noted, the patient expired when a biopsy needle was inserted into the chest. The biopsy was being performed on the CT scanner using the cct mode. The version of software on this CT scanner at the time of the event ((B)(6) 2007) did not let the operator select the cct image display orientation. The software version of the mx8000 quad CT scanner was 2.64 and did not permit the requested function. There was no system failure as the CT scanner operated as designed. The negative patient outcome was not due to the CT scanner as it functioned as intended. The issue was deemed to be a use error. Internal cross reference: (B)(4).